Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 ventilator's standby button was not responding to the touch. The rse instructed the customer to perform a touchscreen calibration; after successfully passing the calibration test, the device was able to go into standby mode. The issue was resolved after performing a touchscreen calibration. The rse then informed the customer, that if the issue reoccurred, that it was recommended to replace the touchscreen.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00298. All information from the original report(s) has been transferred to this report.